Event description:
It was reported that within six months of implant, there was a broken wire and the device was programmed around this. It was further reported that patient was not able to adjust stimulation with the patient programmer with the antenna attached but was able to communicate with the device without the antenna. Patient reported lack of stimulation sensation and the patient programmer showed ins on the icon, group c was selected and program 1 was at 8.8. Later patient reported he felt stimulation and made changes to settings. There was no known event or incident related to this complaint. Patient increased stimulation on program 2 within group c and did not feel stimulation, then switched to group a at 9.5 and reported feeling stimulation.

Manufacturer narrative:
(B)(4)